Event description:
It was reported that prior to the case, it was noted the tissue pad was loose. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.